Event description:
Caller reported alarm 2 followed by alarm 26, indicating an issue with occlusion. There was no adverse impact on the customer's blood glucose level. Technical support instructed the caller to perform several actions, including disconnecting tubing and delivering a bolus, which initially did not resolve the issue. It was determined that the blockage was located in the cartridge, and the customer changed supplies as necessary and continued insulin therapy.